Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device's battery was depleted, which caused the device to not power on. A root cause for the battery depletion could not be determined. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.